Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low-level failures alarms noted during testing however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly. Turned pump off and on and no lost setting noted.